Event description:
It was reported that the pt experienced a change in therapy effect with the following symptoms: acute pain, anxiety, dizziness, difficulty walking, exaggerated rebound spasticity, muscle rigidity, leg weakness, paresthesias, depression and impotence. It was reported that the pt's back was "hard as a rock". The rptr was expressing concerns about the pt not being made aware of the potential side effects of intrathecal baclofen therapy: "the pt is worse than before the pump". Approx 2 weeks later, it was reported by the manufacturer's representative in other country that this pt had been followed since the beginning of the pump implantation in 2006 with appropriate educational tools. The pt's most current symptom was "upper chest and back tightness around the catheter tip area and also, both of the legs". The hcp lowered the level of the catheter tip: one week after the revision, the pt experienced muscle tightness around the new catheter tip position. The pump infusion was changed to flex mode with a lower dose in the daytime and a higher dose in the night time. The pt did not "feel good" on this regimen; the hcp changed the pump infusion back to simple continuous. The dosage was increased to 180 mcg/day; this change caused more spasticity in both of his legs. The hcp asked the patient if he was willing to be admitted to the hospital for a few days for further evaluation and dosage adjustment; the pt refused hospital admission.

Manufacturer narrative:
(For impotence, increased rebound spasticity),